Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided. Approximately six years post filter deployment, computed tomography revealed inferior vena caval filter was in place with a large thrombus within the filter nearly filling the inferior vena cava. There also appears to be right lower lobe pulmonary embolism. A computed tomography angio (cta) chest with and without contrast was performed it revealed there are filling defects in the right lower lobe pulmonary artery distribution consistent with pulmonary emboli. There are emboli in several segmental branches of the right lower lobe pulmonary artery. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with contraindication to anticoagulation with high risk for developing deep vein thrombosis was scheduled for filter placement. The right femoral vein was accessed and a filter was successfully deployed. The patient tolerated the procedure well and remained in stable condition. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.